Event description:
Event description cpi received informaiton that during a routine replacement of an implantable cardioverter defibrillator (ICD) for normal battery replacement (ert), the transvenous defibrillation lead (0064) was repaired, due to a 1cm insulation tear. The lead remains implanted, and active.